Event description:
It was reported that in 2008, the hcp had emptied the baclofen from the pt's pump and filled it with saline. The pt was put on a high dose of oral baclofen (dose not specified). On the evening of the following day, the pt seemed very confused. The pt was taken to the emergency room and she was having seizures. The pt was admitted to the hosp. She had to be restrained and had several seizures. On the next day, the hcp indicated that the sleep specialist had contacted him before he saw the pt on original date, and indicated that her sleep apnea was quite severe and that, he had not been able to manage it with any medications or other interventions. For that reason, the hcp decided to empty the pump and utilize a high dose of oral baclofen (dose not specified.) The hcp had reviewed the potential for withdrawal symptoms with the pt. He reported that he had seen the pt on two days later, and her tone was near normal and she was able to ambulate more normally than before. On the following month, the hcp indicated that he had admitted the pt to an inpatient rehabilitation unit after her stay in the acute hosp and she was doing well. Her tone was more normal than it had been previously. On three days later, it was reported that the pt had been discharged to home from the rehabilitation center the previous day with the saline in the pump. The pt was better than she had been since the pump had been implanted and her focal seizures had ceased. She was able to function and ambulate much more effectively; previous to this time, her ability to function was so impaired that they were considering residential placement/care. The family felt the intrathecal baclofen therapy had hindered and set their daughter back for the last five years rather than helped her.